Event description:
The customer reported that while they were transporting a pt in cardiac arrest to a hospital, the crew shocked the pt successfully three times. On the fourth shock, sparks came out of the unit where the cable plugs in. The crew was afraid to deliver another shock.